Event description:
The complainant reported that a pasv port was placed in 2005. In 2005 while the pt was undergoing therapy a leak was noted at the infusion site. The port was surgically removed and successfully replaced with a different device. Upon removal of the port it was noted that the catheter and port were attached. Add'l details from the complainant regarding the port was not available. There was no indication from the complainant of any add'l adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.